Event description:
It was reported that a patient presented with dislodgement noted on the patient's leads. This resulted in loss of capture on the left ventricular lead, and fusion on the right ventricular lead. Shortness of breath and fatigue were noted as patient symptoms. The left ventricular lead was explanted and replaced. The right ventricular lead was repositioned. The right atrial lead was not addressed surgically, but corrective programming changes were made. This intervention occurred on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece with the guidewire stuck inside the lead. The reported event of loss of capture was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. S-curve hump height could not be measured due to the guidewire stuck inside the lead.